Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unspecified procedure, the doctor was operating and pushed on the foot pedal of the laser and the fiber had smoke coming from the end plugged into the machine. It melted and the machine stopped the laser and defaulted to standby mode. The laser was removed from the field and a new fiber wire was opened and the case was complete with no other complications. There were no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: e1, e2, e3, g2, h2, h4, h6. Corrected fields: h5. The device was not returned to olympus, therefore, the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.